Event description:
The hosp nurse caring for the pt reported this incident. She stated the pt was a non-diabetic in critical condition on a mechanical vent and comatose in ICU. Pt had dopamine, levophed and d10 administered intravenously pt's blood glucose was checked on the suspect device and the result was 52mg/dl. Pt was given d50 and a lab was drawn from their femoral artery. The lab value was 122mg/dl. The pt was not expected to live and had a dnr status. The dr stated that the pt had about ten minutes left. Pt's fingers were all cyanotic and the pt expired while the nurse was reporting this event. Level 1 and level 2 glucose controls were used on the system and both controls were within range. The device was replaced with new product and then authorized for return to the MFR for eval.